Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the needle tip broke off and fell into the patient's wound. X rays were done to ascertain where the tip of the needle was located. The wound was reopened and tip of needle recovered. The current status of the patient was reported as discharged.

Manufacturer narrative:
(B0(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.